Event description:
While performing a spect scan, the patient's knee became caught in the camera's safety sensor and the system did not stop. The technologist viewed that the patient was moving around and investigated - the patient's knee was being pushed into the camera. The technologist stopped the camera and moved the patient's knee out of the way but the patient's knee suffered a cut. It was determined the problem was with the void between the safety sensors.